Manufacturer narrative:
Device evaluation: the returned sample was inspected at the manufacturing site under 10x microscope magnification. The lens was received cut into pieces, with one haptic missing, most probably related to the explant procedure. Visual inspection revealed surface residuals (fiber/particles) on lens, which is consistent with the lens being handled out of a sterile environment. Stains of hardened viscoelastic (ovd) were observed to be dispersed throughout the lens pieces. No further investigation was performed. A review of the manufacturing records showed no deviations or nonconformities. The documentation showed that all process operations presented in the manufacturing record were in compliance with manufacturing specifications. A review of the manufacturing process and/or materials show there were no changes in manufacturing method, inspections or specifications associated with this production order. Product met manufacturing criteria prior to release. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
It was reported that an intraocular lens (iol) was explanted from the left eye of a patient in a secondary procedure, as the patient was experiencing blurry vision. The iol was replaced with an ar40e lens (serial number (B)(4)). It was stated that the patient's vision was better after the explant. No further information has been provided.